Manufacturer narrative:
We are still anticipating the return of the device. At this time the lot number and date of purchase is unknown. There has been a total of (B)(4) sold of this device since 2016 with 2 additional complaints recorded for similar occurrences. (0.19%). A follow up report will be submitted once the device has been evaluated.

Event description:
The customer alleged that the doctor attempted to use the device on a patient, but it stopped working seconds after the button was pushed. There was no delay in treatment and there was no harm to the patient

Manufacturer narrative:
Upon receiving the returned device, it was tested with the returned batteries and two other batteries that were found on site. The device functioned as intended and per product specifications using all batteries. - as a result the complaint could not be confirmed. The true root cause could not be determined based on the evaluation. The complaint rate for this issue is low and no further actions are required. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or need for corrective actions, a follow up report will be submitted.